Manufacturer narrative:
Specific patient information was not provided. It was stated that medical attention had been sought and the complainant had been diagnosed with pterygium in both eyes; however, no further incident information was provided. The devices involved in the alleged incident were not returned and no serial numbers were provided; therefore, no evaluation can be conducted. The root cause of the incident cannot be determined.

Event description:
Kerr corporation was notified on (B)(6) 2014 that a complainant had alleged that she had sustained certain serious and permanent physical injuries due to exposure from defective l.e. Demetron ii curing lights during the period of (B)(6) 2010 through (B)(6) 2012.